Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a (B)(6) female patient, (B)(6) while in the intensive care unit (ICU) during use. The patient was admitted to the intensive care on (B)(6) 2014 following a post-operative replacement of mitral and aortic valves; temporary pacing wire insitu. The patient was being managed post-operatively in the ICU following cardiac surgery. The patient had been on bypass for approximately 6 hours and the iab-05830-lws was inserted by the doctor through the sheath (supplied in the kit) prophylactically in case of difficulty weaning while in the cardiothoracic surgery department. After one hour in the ICU, the clinical staff observed a high pressure and helium loss alarm. After the alarms occurred, they tried to aspirate the intra-aortic balloon (iab) using a 25 ml syringe and felt a vacuum, but retrieved some clot. Blood then appeared in the gas driveline tubing 15 minutes later. The staff called the teleflex territory manager who instructed them to turn the machine off at the console and request that cardiothoracic remove the iab within 30 minutes. The territory manager asked them to retain the iab and stated coming straight to the ICU to pick it up. Counter pulsation had ceased with no complications to the patient. There was no blood in the gas driveline tubing proximal to the iab connector. It was only present about 20cm to the iab connection end. The staff reported that the iab was not repositioned, but had been placed distally in the descending aorta due to residual coarctation. Pump strips were generated, but are not available for review. No x-ray was performed for review. There was no report of patient death, complications or injury. There was no delay or interruption in therapy noted. The patient outcome was the patient survived and no negative consequences from the event were noted. Additional information received stated that another iab was not inserted since the patient did not require continuation of counter pulsation. The patient was stable without iabp therapy. They were able to completely remove the iab and sheath from the patient successfully. It was noted that the iabp used was the autocat2 wave, serial number (B)(4).